Manufacturer narrative:
Patient information with regard to age and weight could not be recalled. The doctor reported that after the procedure was finished, the patient had requested vicodin to alleviate sensitivity. The doctor refused to give the patient the prescription. The patient then allegedly left his office and immediately went to the ER to seek further treatment for the sensitivity. The ER doctor purportedly prescribed the patient vicodin for treatment. The doctor stated that afterwards, the patient visited at least three (3) other dentists within a 48 hour period of time and attained prescriptions for vicodin from each one. The last dentist the patient had visited alleged that the all of the contour restorations were tarnished and causing sensitivity because they had not been properly condensed. This dentist replaced all twelve (12) restorations approximately two (2) weeks after the initial placement of the alloy. No further information with regard to the patient could be provided by the doctor as he had not seen her since that initial visit.

Event description:
A doctor reported that immediately after having placed twelve (12) contour alloy restorations for a patient, the patient alleged experiencing sensitivity. The patient also alleged at a later date that all twelve (12) restorations had tarnished within two (2) weeks of placement.